Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The damaged probe unit was likely due to external force was applied to the distal end. As stated on the IFU and as a preventive measure, the user manual states: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found sharp dents on the distal end probe unit. Additionally, the control knob movement was loose with low tensions. A review of the asset's repair history indicated the scope was last repaired on (B)(6) 2020. The asset scope was repaired to standard specifications and returned to the inventory the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, sharp dents were found on the distal end probe unit of the ultrasonic gastro-videoscope. There was no report of any problems associated with the device and there was no patient injury or harm reported.